Event description:
It was reported that the lead was explanted after an echocardiogram revealed that the lead perforated the heart wall. It is believed that the perforation occurred during the implant procedure since the implanting team encountered problems with dft testing. The lead was removed. The patient was not pacemaker dependent and a new lead was not implanted until three days later after the patient recovered from open heart surgery.

Manufacturer narrative:
Na